Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving morphine 25mg/ml at a dose of 1.6mg per day via an implantable pump for non-malignant pain and other chronic/intract pain of the trunk/limbs. It was reported a critical alarm was occurring and was confirmed by telemetry to be due to eos (end of service). The pump was being replaced due to eos. The eos was noted to have been missed. It had occurred on (B)(6) 2015. The reporter had no further time to answer questions because she was in the operating room assisting the healthcare provider (hcp) in the pump replacement. No symptoms were reported. No further information was reported. Additional information has been requested regarding if the cause of the missed eos had been determined as well as what the serial number of the physician programmer involved in the event was, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. It was reported the patient did not know what the alarms meant. As far as the clinic knew, the patient was doing okay.